Event description:
After 10 months of implantation, the device involved in this MDR report was explanted and returned, because it could not interrogated.

Manufacturer narrative:
The analysis of this device is pending.